Manufacturer narrative:
(B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). A (B)(4) field service representative was dispatched to facility to investigate. The service representative was not able to reproduce or confirm the reported failure. As a precaution, all connections were reseated and subsequent testing of the device was conducted without issue. The unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Sorin group (B)(4) received a report that post procedure, the cardioplegia pump stopped. As this occurred after the case, there was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. The incident occured in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that post procedure, the cardioplegia pump stopped. As this occurred after the case, there was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.